Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as high; cause was not known. Reportedly, the customer administered a manual injection and delivered a correction bolus via pump to address bg level. A system check was performed, and no issues were identified with the pump, pump supplies, or the infusion set site in use at the time of the event. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.